Manufacturer narrative:
The customer indicated the device will be returned for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the suresigns vs2+ nbp/sp02 blood pressure reading is low, multiple tests have been performed and it has failed. The biomed indicated that the pump needs to be replaced. The device was not in use on a patient at the time of the event, there was no patient involvement.